Event description:
It was reported patient underwent knee arthroplasty utilizing signature knee guides on an unknown date. Subsequently, patient was revised on (B)(6) 2013 to correct the varus/valgus alignment.

Manufacturer narrative:
Evaluation of planning and procedures determined the component to be within appropriate design specification. No root cause was found throughout the process explaining the complaint.

Manufacturer narrative:
This follow-up report is being filed to relay the additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown . Manufacture date - unknown.

Event description:
It was reported patient underwent knee arthroplasty utilizing signature knee guides on an unknown date. Subsequently, patient will need to undergo revision procedure to correct the varus/valgus alignment.